Manufacturer narrative:
Insulin pump was received with a compromised force sensor resistor error alarm during occlusion test due to faulty forced sensor resistor. Unit had cracked case at display window corner, missing end cap sticker, missing lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No physical damage to lcd glass noted. (B)(4).

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. Caller reported display screen was damaged and top layer of lcd screen was shattered and gone due to customer being struck by a car while in a parking lot. Customer suffered broken arms and knee caps a concussion and lacerations. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.